Event description:
The patient was undergoing a thrombectomy procedure in the posterior cerebral artery (pca) using a penumbra system 3max reperfusion catheter (3maxc), a non-penumbra guide sheath, and a guidewire. During the procedure, the 3maxc was advanced to the target location to make the first pass and subsequently, the physician used a syringe to manually aspirate. It was reported that the thrombus was still present and therefore, a second pass was attempted. On the second pass, the physician encountered resistance and noticed the 3maxc was broken approximately 315 mm from the distal tip while advancing into the guide sheath, outside of the patient''s body. Therefore, the 3maxc was removed. The procedure was completed using non-penumbra devices. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra distributor on 12/22/2020: 1. Section b. Box 5. Describe event or problem results: the 3maxc was fractured approximately 20.5 cm from the hub. Yield marks were present on both sides of the fracture. Conclusions: evaluation of the returned 3maxc confirmed a fracture. Further evaluation revealed yield marks on both sides of the fracture. The yield marks indicate that the device likely kinked prior to fracturing. If the device is advanced against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Results: the 3maxc was fractured approximately 20.5 cm from the hub. Yield marks were present on both sides of the fracture. Conclusions: evaluation of the returned 3maxc confirmed a fracture. Further evaluation revealed yield marks on both sides of the fracture. The yield marks indicate that the device likely kinked prior to fracturing. If the device is advanced against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior cerebral artery (pca) using a penumbra system 3max reperfusion catheter (3maxc), a non-penumbra guide sheath, and a guidewire. During the procedure, the 3maxc was advanced to the target location to make the first pass and the physician used a syringe to manually aspirate. It was reported that the thrombus was still present and therefore, a second pass was attempted. On the second pass, the 3maxc broke while advancing into the guide sheath, before insertion into the patient's body. Therefore, the 3maxc was removed. The procedure was completed using non-penumbra devices. There was no report of an adverse effect to the patient.